Manufacturer narrative:
G4: 17mar2020. B4: 31mar2021. The touchscreen was returned to the manufacturer for the failure investigation (fi). The customer's complaint was not verified. Resistance measurement and calibration both were successful and all buttons respond correctly. No fault was found on the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26dec2019.

Event description:
The customer reported touch screen was not working. The field service engineer (fse) evaluated the device onsite. The fse verified the reported condition. The touchscreen was not responsive to touch finger commands and failed the touchscreen calibration. The ventilator was not connected to the patient at the time of the event occurred. The fse replaced the touchscreen to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.